Event description:
Item: ge - general electric-multi absorber, disposable. We have had approx 5 of these co2 absorber units arrive with cracks in the plastic, which have caused leakage of anesthetic/o2 gases from the anesthesia machine, in some cases, severe enough to prevent adequate ventilation of the pt. This device is the co2 absorber for use with the ge healthcare s/5 avance anesthesia machine. Although no pts have been harmed as a result of this, the potential for pt harm exists. The cause of the cracks are not known , however, I suspect they occur during the shipping process. Since the plastic case is somewhat thin and flimsy, I suspect that a better protective case may be needed for shipping 6 to the case. The cracks have occurred in different parts of the absorber, and do not appear to be the direct result of a manufacturing defect or design defect. A warning message on the cannister to examine carefully for cracks and test with positive pressure prior to use may be helpful.